Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue that occurred during a basal delivery. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions. There was no indication that the product caused or contributed to an adverse physical event.

Manufacturer narrative:
Follow-up #1: date of submission: 06/30/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2016 with the following findings: review of the alarm history records revealed consecutive ¿cs054/cs052/cs012¿ alarms on (B)(6) 2016. No activity outside of normal use was observed in the black box. On investigation, ¿ez-prime¿ steps were performed correctly; no ¿cs012¿ alarm or any errors, alarms or warnings occurred during the investigation. The product performed within the required specifications.. The pump¿s cover was removed, no intermittent condition was found to the printed circuit board or to the continuous glucose monitoring module. Investigation did not duplicate the complaint.